Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer passed away. Reportedly, the customer had recently experienced 2 myocardial infarctions and was unable to walk properly. However, the cause of death was not provided. Per medical examiner, the customer's death was not a medical examiner's case and was released to funeral home. Per telephone call with funeral home, cause of death was due to natural causes; however, no other information could be provided as to the specific primary cause of death or if death was related to pump/supplies/diabetes.